Event description:
It was reported that during use, the pump experienced "battery in-op alarm", "no helium tank reading". As a result of the alarms, the pt was transferred to another pump. There were no complications.